Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -18.00 diopter implantable collamer lens in the patient's left eye on (B)(6) 2016. Excessive vault was noted. The lens was explanted and exchanged for a smaller length lens with a similar diopter on (B)(6) 2016. This resolved the problem. Office visit on (B)(6) 2016, ucva: 20/50. See MFR. #2023826-2016-0064 for right eye.

Manufacturer narrative:
Corrected data: (B)(4). Review of the file indicates that the lens was not implanted in accordance with the dfu requirements, anterior endothelium chamber depth of 2.931mm is below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in lens container. Visual inspection found the lens haptic torn/broken/bent/deformed, and foreign material on lens surface specified as spots. (B)(4).